Manufacturer narrative:
Date of event and patient's weight is estimated. Based on the information received, the cause of the high impedances could not be conclusively determined.

Event description:
It was reported that the patient experiences pain at the ipg site. Additionally. It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on the l4 lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.